Event description:
It was reported that during a surgical procedure at the user facility, the device was not holding pressure. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported condition was confirmed on the returned product. During visual inspection it was noted that the flage bond to the bladder had weaken. It appeared slightly detached, resulting in air/pressure leakage.

Event description:
It was reported that during a surgical procedure at the user facility, the device was not holding pressure. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.